Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as rubbed raw under te pads, red and raw. There was no alleged device malfunction contributing to the rash. The patient¿s nurse advised using benadryl cream for the rash. Follow up indicated that the rash improved.